Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing was observed coming from a hole on the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The tip cover was replaced and arcing was observed coming from a hole on the replacement tip cover. Another tip cover was installed and arcing was noticed coming from the third tip cover accessory used. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2010, the site indicated that the three affected tip covers were discarded. Medwatch MFR reports 2955842-2010-00229 & 2955842-2010-00231 were submitted for the first and third occurrences of arcing.

Manufacturer narrative:
Since the tip cover accessory was discarded by the site, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.